Event description:
Halyard suction swab pack-applicator swab came off inside of vented patient's mouth during routine mouth care, requiring additional nurses to use suction and clamps to get the foam out of the patient's mouth to prevent it from going into the oropharynx.